Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead also exhibited intermittent undersensing. The lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that right atrial (ra) lead was "not working" and alleged that their was an issue with their implantable pulse generator (ipg) battery. It was later confirmed that the implantable pulse generator (ipg) had device issue and the right atrial (ra) lead had high thresholds. The ipg was explanted and replaced. The ra remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that right atrial (ra) lead was "not working". It was later confirmed that right atrial (ra) lead had high thresholds. The ra remains in use. No patient complications have been reported as a result of this event.